Event description:
Boston scientific crm received information that during the attempted implant with this right atrial lead, a perforation was noted with the right ventricular lead. The patient experienced cardiac tamponade and the implant was abandoned. Due to the perforation, a pericardiocentesis was performed and the physician withdrew approximately 300 cc of pericardial blood. The patient has a temporary pacer in place until the system implant can be resumed. The attempted lead has not been returned. Implant, explant, and event dates were not made available.